Event description:
The cypher stent had a crack on the catheter; therefore, it failed to cross the lesion. There was no further info.

Manufacturer narrative:
This product is not available for analysis as stated. Additional info will be provided within 30 days of receipt.